Event description:
It was reported to boston scientific corporation that a zero tip basket was to be used in the right kidney on a holmium laser lithotripsy procedure performed on (B)(6) 2022. During unpacking, the basket wire was found detached from the basket. Another zero tip basket was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Block e1: the initial reporter address is (B)(6). Block h6: device code a0401 captures the reportable event of basket wire detached. Block h10: the returned trapezoid rx basket was analyzed, a photo submitted by the customer showed the basket in open state and one of the four basket wires detached. Visual evaluation noted that the basket was in open state and one of the basket wires was detached and had not been returned. The handle was actuated, and the device was able to open/close normally. Under microscope magnification, some residues were found as a part of the procedure. The reported event was confirmed. Based on the information available, it is possible that an excessive amount of force was used during the manipulation. Perhaps the technique used played a role in the reported event. Any of these manufacturing controls would have detected the reported defect. Because the package was already opened, it is impossible to determine the precise cause of the reported failure. It is safe to say that this complaint has nothing to do with manufacturing." Despite the fact that the event occurred during preparation, the returned device shows signs of use due to the residues encountered. However, because the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event, cause not established is chosen as the most likely cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a zero tip basket was to be used in the right kidney on a holmium laser lithotripsy procedure performed on (B)(6) 2022. During unpacking, the basket wire was found detached from the basket. Another zero tip basket was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
E1: the initial reporter address is no. (B)(6). H6 has been updated based on the investigation closure for device not returned. H10 updated with the additional information of the initial reporter's address that was received on august 31, 2022. H6: device code a0401 captures the reportable event of basket wire detached.

Event description:
It was reported to boston scientific corporation that a zero tip basket was to be used in the right kidney on a holmium laser lithotripsy procedure performed on (B)(6) 2022. During unpacking, the basket wire was found detached from the basket. Another zero tip basket was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.